Event description:
On 05/22 - pt connected to disposable infusion device (smart z) for 46 hrs. Infusion of fluorouracil. Pt returned to infusion suite am 05/23 after noting visible blood in tubing from port needle site to infusion pump. Wrapping had been applied to site of needle / pump connection at time pump placed 05/22 to insure tight connection. At time of arrival to cho, tape noted wet with 5fu residue present on pt's upper abdomen. All clamps examined and were open. Physician notified, pharmacy recalibrated dose for 24 hr 5fu infusion. Pt discharged to home with infusion via cadd pump.